Event description:
During an ischemic ventricular tachycardia procedure, the thermocool sf nav uni-directional catheter was not able to get into the left ventricle while going into the aorta in a retrograde way, as the electrodes were stuck at 90 degrees (bent) position for a couple of minutes. The physician was able to straighten the catheter and it was removed from the patient body. The catheter was not exchanged and the case was completed with no injury.

Manufacturer narrative:
(B)(4).